Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint for use error was confirmed. As per the complaint, patient stated that the drain line was submerged into a container during therapy. The assignable cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center to report having a low drain volume alarm with the homechoice (hc) machine during drain 3 of 4. The home patient (hp) was draining into a gas container with the drain line submerged in the container. The technical service representative (tsr) advised the hp to remove the drain line, and the line had gaps of air. There were no other problems found. The tsr had the hp reposition and the hc went to fill cycle on its own. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the care giver (cg) regarding the reported event. The cg stated confirmed the drain line was submerged in the drain fluid which caused the problem. The cg stated he was advised not to allow the drain line to be submerged in the drain fluid and has not done this since. Per the cg, the home patient (hp) was doing well on therapy with no further issues. There was no patient injury or medical intervention reported.